Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing low blood glucose level 40 mg/dl to 50 mg/dl. Customer declined troubleshooting for low blood glucose level. It was unknown if insulin pump was on auto mode. Customer stated that insulin pump was lost connection with transmitter. Customer received calibration alert outside of the expected timing. Device will not returned for analysis.